Event description:
It was reported that the patient complained of pain so the surgeon revised. A small amount of fretting was noted by the surgeon. On (B)(4) 2013 - the sales rep confirmed that there was fretting between the meridian pa stem and the head. The surgeon left the stem implanted because it was well fixed and added a sleeve and a new head and insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remained implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pain and fretting involving a meridian femoral stem was reported. The event was not confirmed nor the root cause of the reported pain and fretting determined due to the minimal information received.

Event description:
It was reported that the patient complained of pain so the surgeon revised. A small amount of fretting was noted by the surgeon. On 10-10-2013 - the sales rep confirmed that there was fretting between the meridian pa stem and the head. The surgeon left the stem implanted because it was well fixed and added a sleeve and a new head and insert.